Event description:
It was reported that 6 bd insulin syringes with bd ultra-fine¿ needles experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: excessive silicon oil. A mother of t1dm patient reported that she observed a liquid drop comes out of the cannula when she pushed the plunger to the end.

Manufacturer narrative:
Investigation summary: customer returned (6) loose 3/10cc, 6mm syringes. Customer states that she observed a liquid drop comes out of the cannula when she pushed the plunger to the end. All returned syringes were examined and all exhibited a clear droplet of material coming out of the barrel when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch#: 0083507 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd insulin syringes with bd ultra-fine¿ needles experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: excessive silicon oil. A mother of t1dm patient reported that she observed a liquid drop comes out of the cannula when she pushed the plunger to the end.